Manufacturer narrative:
Tech found all four casters would lock but swivel free. Replaced all casters to resolve this issue.

Event description:
Complaint alleged that the stretcher brakes were not working properly. No injury reported.